Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error code was observed. Determination made that no repairs to device will be performed and the device will be scrapped.